Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "death", "filter migration/movement", "incorrect positioning or orientation of the filter", "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "thromboembolic events, including dvt, acute or recurrent pulmonary embolism or air embolism, possibly causing end organ infarction/damage/failure", and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ this device can remain permanently implanted.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr.(B)(6). The patient had a scheduled removal approximately 29 months later, on or about (B)(6) 2016 with dr. (B)(6). The physician found the filter was tilted and the struts were perforating the vena cava. During the wire manipulation of the removal process, the filter migrated and embolized in the right atrium. The wire also fragmented and remained in the right jugular vein. The patient was then transferred to an operating room, where he required central venous access for surgery. A gooseneck and cloverleaf snare were unsuccessfully utilized, and the surgeons determined that endovascular retrieval attempts should be abandoned. The wire was removed, a right common femoral vein triple lumen catheter was placed, and the filter remained while he went to his emergent consultation. The cardiac team determined that a median sternotomy and cardiopulmonary bypass were necessary to remove the filter. The patient alleges ¿significant injuries¿ including the surgery to remove the filter, which required the patient to be placed on a cardiopulmonary bypass machine, his aorta was cross-clamped, and his heart arrested. The patient alleges to suffer from ongoing disability and the possibility that the filter and its subsequent removal surgery could have caused any future complications has led to severe fear, stress and anxiety. Argon¿s attorneys are attempting to gather additional information.